Event description:
Customer reported the sensor was giving him in accurate readings. Customer stated he had issues inserting the sensor but got the sensor to stick. Customer stated the device alerted him to meter blood glucose now when he got the 40 but the sensor error was prior to that. Customer blood glucose was unknown. Troubleshooting for alarms was performed. Customer was advised to change the sensor. Customer treated blood glucose of 40 mg/dl with glucose pills and ate dinner. Current blood glucose was 120 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed due to high readings. The adhesive anomaly could not be confirmed due to the sensor being returned opened and used.